Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expired 5/14/2018. Customer confirms the strips have been stored in the kitchen and was first opened the week of (B)(6). Reviewed meter memory: (B)(6). Memory concerns: customers concern: with lo on (B)(6) 2015 5:29:00 pm and lo on (B)(6) 2015 12:01:00 pm. Customer does not have the date and time properly set in meter. Adverse event not reported.